Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformance with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to a ''mechanical complication''. No further information was provided.